Event description:
It was reported that pump displayed malfunction alarm with code that could be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump and to call back if issue returned, and acknowledged understanding of instructions.